Manufacturer narrative:
The specified identity of the device was confirmed and the device was examined. According to the provided x-ray, it shows that the screw head was popped off, in a manner consistent with a torque failure. However, the visual inspection shows no sign of damage to the screw. No further inspection was required. The complaint is confirmed. A device history record (DHR) review did not identify any nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during a procedure, the screw disassembled while being tightened. The screw was removed and an alternate was used to complete the case. The complaint was confirmed following evaluation of the returned device and x-ray images. The likely cause for the component failure since the event occurred during the operation is likely that a very high force was applied to the screw head causing the material on the ring to push back and allow the screw to disassemble.

Event description:
It was reported that during a procedure, the screw disassembled while being tightened. The screw was removed and an alternate was used to complete the case. There were no reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a procedure, the screw disassembled while being tightened. The screw was removed and an alternate was used to complete the case. There were no reported patient impacts.